Event description:
Pt with implantable port for chemotherapy administration. Pt came in for first chemotherapy treatment. This was the first time the catheter was accessed. Nurse went to flush with normal saline. The site immediately swelled in area above port with no blood return. Pt sent to radiology for dye study to check placement. Piece of catheter was in heart. Removed piece in special procedure.

Event description:
Add'l info received from MFR 8/8/02: the reporting facility is retaining the device at their facility and it did not come back to bard access systems for evaluation, therefore rendering co's conclusion inconclusive due to no sample return. The compliant history review conducted on this lot number 22bm8359, showed no complaints of similar nature for this lot number.